Manufacturer narrative:
Additional information has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.

Event description:
Pd dr. (B)(6) implant surgeon of the hospital reported to our sales rep (B)(4) link that he was performing a surgery procedure. The mantis screw was screwed. The k-wire could not be pulled out of the screw. It was frozen. Update attached (B)(6) 2012.